Event description:
The patient experienced shocking or jolting. When she walked through the security gates of department stores she experienced an increase in stimulation. The pt was advised to turn off stimulation before walking through the gates. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.